Manufacturer narrative:
The event product was returned to applied medical for evaluation with an additional unit. Upon inspection of the event unit, engineering confirmed that the shield, a plastic internal component of the seal, had fragmented and the septum, an internal rubber component of the seal, was torn. No damage was noted on the additional unit. Based on the condition of the returned units, it is likely that the damage to the seal components was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic cholecystectomy." "This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep: laparoscopic cholecystectomy procedure was performed. During intraperitoneal irrigation after retrieving a specimen of gallbladder, a transparent material from the shield of the event unit (cfr73 or c0r47) was found inside the abdominal cavity. It was successfully removed from the patient. No patient injury and bleeding. Since the customer dismantled them for inspection at the same time, he/she could not identify which trocar was the event unit. The customer mentioned that it was possible that [competitor's clip applier] got stuck inside the seal causing the incident. The cer check list is unavailable. The similar incident at the facility: (B)(4). Initial investigation report: one (1) c0r47 and one (1) ctr73 were packaged in same bag, returned to us and visually inspected. The ddbs of the trocars were removed by the facility for inspection. <investigation for 1st seal>: confirmed that the shield was fragmented and missing a portion. The returned petal (size: approx. 7.5mm x 3.8mm) is similar to the missing site of the shield in shape. The septum was torn, however it was not missing any portions. <investigation for 2nd seal>: no visible damage was found on the septum and shield. The components of the units were arbitrarily assembled and they will be returned to amr for further evaluation. Admin # (B)(4)." Type of intervention - na. Patient status - "no patient injury."